Event description:
Boston scientific received information that this pacemaker displayed inconsistent battery life longevity over the past year ranging from less than six months to 2.5 years. Technical services (ts) discussed the patient was likely in retry mode so the device was using more power which would impact the longevity of the device. Ts recommended monitoring the device. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional informaiton is received, this report will be updated.